Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in australia. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the cutters were not making holes and need repair and general maintenance. An alternate device was available for use. It is unknown if there was patient impact or delay. Due diligence is complete as no additional information is available.